Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via (B)(6) with the implantable cardioverter defibrillator exhibiting post-paced t-wave over-sensing. Programming interventions were discussed; however, no changes to the device were reported. There were no patient consequences.